Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Initial inspection of the device case and header found no anomalies. The device was interrogated, and a recorded battery fault had been recorded on (B)(6) 2019 which corresponds to a large battery voltage drop. The device case was then opened to facilitate detailed analysis. The battery voltage was lower than expected and testing of individual power supplies revealed one power supply was running at an abnormal voltage. Microscopic inspection of the device's internal circuit board discovered an unbonded piece of foreign material bridging two capacitors. The foreign material was removed from its position. Chemical composition testing indicated that the foreign material was composed of titanium, which is not found within the device's internal circuitry but rather is consistent with the titanium found in the device's outer case. Engineers concluded that the foreign material created a low resistance conduction pathway between the capacitors for two power supplies, including the anomalous power supply circuit previously identified during testing. The conduction pathway formed by the foreign material caused the battery consumption and subsequent code 1003.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: the device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.